Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had fallen out in the recovery room, after the surgery. It was unknown about the pinhole.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Photo: there are 2 photos that were sent by the customer. The photos show an overview of the 3-way temperature sensing catheter. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter. Visual inspection noted the balloon was inflated. The solution was deflated from the catheter balloon. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively in under 2 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record review was not required as the investigation was unconfirmed. The labelling review is not required as the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter had fallen out in the recovery room, after the surgery. It was unknown about the pinhole.